Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call keypad anomaly and failed battery test. Troubleshooting for failed battery was performed. Customer was unable to clear the alarm as a result of keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer advised all buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. The connector was locked in properly. All operating currents are within specification. No unexpected failed battery test alarm noted. A cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads noted during visual inspection.